Event description:
It was reported that at first fitting on (B)(6) 2014, the patient had auditory sensation, but few days later experienced facial nerve stimulation and pain over the stimulator area and was treated with steroids. From third fitting on, the patient did not have any auditory sensation. Additional information received on october 29, 2014 stated that the patient feels pain regardless of the audio processor and is perceiving some auditory sensation on channels 11 and 12. The channels responsible for pain at stimulation changed compared to the previous fitting sessions. Hearing performance is limited to sound. Further information stated that the patient had a middle ear infection. The clinic is closely and routinely monitoring the patient. Although no allegation against the device has been made, explantation has been suggested by the clinic but not yet agreed by the patient.

Manufacturer narrative:
UDI code not available for this device. The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.